Event description:
It was reported that a chronic total occlusion in the lad was treated with a 3.0 x 18 mm tetra. Seven days later, the patient had extensive anterior mi. "Pci" was performed to treat an in-stent restenosis.